Manufacturer narrative:
The device evaluation was completed and the depleted (damaged) battery condition was confirmed. Service installed new batteries and returned the device to the user facility. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA, mdq-CAPA-132.

Event description:
The device was serviced on-site. During service testing, depleted (damaged) batteries were found. According to the hospital representative there was no pt injury or medical intervention reported.